Event description:
New information received notes that the patient felt further thumping. The device was reprogrammed successfully, and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, the patient had intermittent diaphragmatic stimulation. It was noted that the patient felt thumping on their side and fullness in their throat. The device was reprogrammed multiple times. Thumping was still noticeable. The lead was successfully repositioned and the issue was resolved.